Event description:
It was reported that the pt was unable to urinate while their implantable neurostimulator is on. The pt was unable to adjust stimulation with or without the antenna. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)